Event description:
It was reported by a customer complaint that the patient was hospitalized due to hyperglycemia. The reporter stated that they think the pump is not working correctly, as they believe the pump is not delivering every bolus dose that they program. It was reported that the patients blood sugar began to elevate after a site change. The reporter stated that they believed that the patient was sick and did not change the site again in spite of repeated high blood sugars. This belief continued into the next morning when the reporter still thinking the patient was sick, took pt to the doctor who admitted pt to the hospital due to the hyperglycemia.